Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with plate and screw construct on an unknown date. The ccd angle of the patient has widened up and two screws broke post-operative. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient was revised to a new hip plate. This is 2 of 4 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Lot number 164937 does not exist for the part. It is assumed that one digit is missing and that this should be lot 1649371. The manufacturing documents for lot 1649371 were reviewed and no complaint related issues were found. A manufacturing evaluation was conducted. The screw in question has been received in intact condition (visual examination). The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The complaint is invalid.